Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro balloon popped on three separate procedures. An accessory replacement device was used to complete the procedures. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for lots 25114847, 25115386 and 25115378 the last lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.